Manufacturer narrative:
Date of event: exact date unknown, event occurred three years ago from the date the manufacturer was made aware.

Event description:
It was reported that the patients ipg would no longer hold a charge. It was also reported that the patient experienced severe weakness and numbness in his bilateral legs and complains neck pain that radiates into his bilateral arms. The patient underwent an ipg replacement procedure. The explanted ipg will not be returned as per hospital policy,